Event description:
Info received indicated the head section would not raise.

Manufacturer narrative:
The customer did not want to troubleshoot with hill-rom's tech support. He just wanted to replace the hydraulic manifold.